Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted a hole in the ra(+) seal plug and bodily fluid contamination in its connector block. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The laboratory findings of a hole in the ra (+) seal plug could have contributed to the clinically observed noise.

Event description:
Boston scientific received information that this (B)(6) therapy defibrillator (crt-d) recorded noise on the right atrial (ra) channel, which was oversensed and resulted in inappropriate atrial tachycardia response (atr) episodes. In addition, pacemaker mediated tachycardia (pmt) was later noted, which was resolved with reprogramming. Additional information was provided that low right ventricular (rv) impedances and rv noise were later observed. The noise resulted in less than 2 seconds of pacing inhibition at that time. Noise was again observed on the rv and ra channels. The noise on the rv channel was oversensed and resulted in greater than 2 second pauses in pacing for this patient. A revision procedure was therefore performed. During the procedure, it was noted that the source of the noise on the ra and rv channels could not be determined. The device was then explanted and replaced, and will be returned for analysis.